Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not able to be reproduced. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's system pca was replaced to address the issue.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.